Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue happens again.